Event description:
This MDR is related to MDR 3013840437-2023-00092 referring to the same patient. This consumer report was received from a spanish consumer and concerns a female patient (also ambiguously reported as him). She was injected with radiesse, into the cheekbone and mandibular arch area, in (B)(6) 2021. She was injected into the subdermal plane. The patients medical history included an allergy to dust mites and breast cancer. In 2021, after the radiesse injection, the patient experienced an inflammation in the area (as if she had mumps, considered as severe), and palpation of the product itself in the form of lumps in the injected areas. As reported, there were generalized reactions that occurred with severe facial swelling (she was not able to even open her eye) and pain in these areas (especially the cheekbones). There was also presence of a defined area that became slightly whitish, that coincided with one of the injection areas. The patient was treated with thiosulfate injections (injected 3 - 4 times with a 15 day separation between the first and a month later), injections of saline (approximately every 15 days), a monthly cycle of corticosteroids (high doses), a monthly cycle of azithromycin, and with 5-6 day cycles of corticosteroids in high doses (30 mg) during outbreaks. As reported, the technique was performed by the physician who injected her with the product. The inflammation persisted for months and still continued, although it was not very evident (she had to look closely to see the asymmetry). The treatment of the adverse reaction did not work, and she still had the reactions like the ones described, every 7 to 10 days. This was affecting her physical and mental state, and she did not want to look in the mirror or leave the house (as reported). As reported, further measures included radiofrequency on the implant site with no significant changes. Due to the provided information, the outcome of the events was considered as not resolved. Case closure dated on 08-mar-2022: no further information could be obtained, and the case was closed. If any significant new information is received, the case will be reopened. Follow-up information was received on 17-aug-2023: this case was upgraded to serious. The event term palpation of the product itself in the form of lumps was amended to palpation of the product itself in the form of lumps/nodules and the coding remained unchanged. Since the radiesse injection, the patient experienced repeated reactions of facial oedema for a year and a half, with a frequency of every 7 to10 days, along with the formation of nodules. At the time of this report, the patient had nodules in the area of the left mandibular arch and the left cheekbone, with a subsidence in that area. After two years, the patient still had encapsulated product on her face, as in two nodules in the injection area. The patient informed that she waited to see if the effect remitted spontaneously and also to avoid any problem that it perhaps caused, but she explained that she still had the same problem. As reported, the patient also provided information from the physician. The outcome of the events remained unchanged (reported as not resolved).

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, palpation of the product itself in the form of lumps/nodules (product distribution issue), was deemed to meet serious injury criteria because a permanent damage cannot be excluded. The device history record could not be reviewed as the lot number was not reported.